Event description:
After a sub q injection, while activating the safety shield, the shield "bent backward" and the nurse was stuck. Reporter indicated that this may be a training issue, since they were not familiar with this needle.